Event description:
The customer reported the device failed to discharge. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to discharge. There was no pt involvement. The device was evaluated by a philips field svc engineer. The symptom could not be duplicated, and there were no related errors in the sys log. The device was returned to the customer after passing all required testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.